Event description:
It was reported that a percutaneous cardiac intervention (pci) was performed for a left anterior descending (lad) lesion. Post procedure, an angio-seal was deployed. The deployment was successful and the groin looked good. Eighteen hours later, the patient attempted to get up and the pulse and blood pressure dropped. An ultrasound revealed retroperitoneal bleeding. The patient received a blood transfusion and anti-coagulants were stopped. Four days later, the patient was discharged. The next day the patient returned to the hospital, where it was discovered that the lad stent had clotted due to the removal of the anti-coagulants and plavix. The clot was removed and restented through the opposite groin.

Manufacturer narrative:
No product was returned. A review of the device history record confirmed this lot met manufacturing requirements prior to shipment. A radiographic image was received with the complaint. The date and time on the image was 07/2007, 11:20 am. There were no markers or other identification. The image represents a sheath injection of a femoral artery. The entry site of the sheath appeared at the top of the femoral head. The image was poor quality. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) instruct the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.